Event description:
It was reported to philips that loose screws on the table radiation shield/lead curtain caused scratches to the operator¿s hand. The issue was identified after the procedure while transferring the patient, when the doctor sustained a cut/scratch from the loose screws. An investigation into this complaint has been initiated by philips.